Event description:
During robotic hernia md using megasuturecut needle driver when cable of the jaws snapped. Instrument removed, nothing came off instrument. Nothing seen on x-ray. Patient closed without any issues.